Event description:
A hemodialysis user facility has reported that during treatment a leak occurred. Around twenty minutes into treatment, dialysate started leaking from the dialyzer. The patient was rinsed back and there was no blood loss. No medical intervention was required. The sample was disposed of by the user facility; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.